Event description:
Pt states they withdraw 1 vial at a time for their xembify dose. Pt reported they inspected their vial before hand and did not notice anything in the vial. Pt also reports they were about to connect tubing and noticed a black particle in the syringe. Pt stated they had another xembify vial on hand to complete today's infusion. No further information, details or dates available. Unknown if pt experienced an adverse event. Unknown if product is available for possible return to manufacturer. Unknown if md is aware. Product lot expiration is unknown for tubing freedom 60 syr inf. Dose/ amount: xembify sdv - 8gm. Xembify indication: nonfamilial hypogammaglobulinemia; selective deficiency of immunoglobulin g [igg] subclasses.